Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their doctor discovered a couple of years ago that the ins was not working because the patient had so many falls that they broke it. Later in the call the patient mentioned that they initially saw their healthcare provider (hcp) with a complaint that they were urinating more than they had been since they got the ins, so the hcp speculated that the ineffectiveness of the therapy was due to the patient's fall history and potentially damaging the ins. As a result, the patient said the ins "doesn't function" and they have been getting botox shots since then. The patient mentioned that they were a "fall patient" and fall a lot, and they hit their head so they need an MRI of their brain. The patient has an MRI scheduled for tomorrow, but the MRI facility has no way of verifying the ins is turned off. The patient didn't have their handset or communicator with them at the time of the call, so ins status could not be determined. Agent reviewed information regarding MRI compatibility. Agent reviewed that if the patient cannot communicate with the ins that it could indicate the ins reached eos, and they would need an hcp to fill out an MRI eligibility form to verify the ins is at eos. The patient did not have a managing hcp at the time of the call, so agent emailed the patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.